Event description:
It was reported that this left ventricular (lv) lead as part of the system revision due to infection and fluid discharge. Reportedly, the hospital staff took a sample and then the pocket was flushed. No adverse patient effects were reported. The lv lead remains implanted.